Manufacturer narrative:
The insulin pump was monitored for blank display; no blank display anomalies were noted. The insulin pump power up properly after battery installation and received with operating currents within specification. The insulin pump was received with minor scratches on lcd window, cracked case at display window corners, case at reservoir tube window corners and battery tube threads. The insulin pump also has broken battery cap.

Event description:
It is reported that a customer received a blank display screen on their insulin pump. The patient's blood glucose level was 125 mg/dl at the time of the call. The customer stated that the pump had physical damage in the battery compartment. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.